Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 575 mg/dl. A correction bolus via the pump and manual injection were administered to address bg. Customer was unsure of the cause of elevated bg. System check performed with tandem technical support (cts) did not identify any device issues. Reportedly, the customer had been using a cartridge filled with humalog for 4 days. Cts educated customer regarding cartridge/insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.